Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
The physician noted having an issue with the adjustable tacks that were placed: deep skin erosion and ulceration that will require prolonged recovery or surgical intervention. This was caused by the hard plastic barrel's shape digging in to the belly wall. Additional information has been requested but not yet provided by the reporter.